Manufacturer narrative:
(B)(4) - add'l surgical procedure was required to retrieve the detached material, but there is no code available. Results and conclusions: eval of user facility info and device photographs; eval of reserve samples. The involved device was not returned by the user facility. However, photographs of the involved device were able to be obtained. The investigation was based upon eval of user facility info, photographs of the involved device and reserve samples. Visual examination of photographs of the involved device confirmed that the sheath tubing and inner coil wire had both been stretched until eventually separating into 2 sections. Inspection and testing of rep retained samples found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and appearance of the involved device in the photographs are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u.

Event description:
Per the event description on the attached user facility medwatch report # (B)(4): "during a balloon angioplasty of a failing lower left extremity bypass, sheath was being pulled back from left groin to right groin across the horn. Had difficulty pulling with exchanging the sheaths and sheath was noted to be severed outside the body. Attempted to retrieve and was unsuccessful. Pt had to go emergently for sheath retrieval. Pt is doing well except for some hemoptysis probably due to rapid intubation." F/u communication with the user facility confirmed that the detached material was successfully retrieved and the pt is "doing well."